Event description:
Product analysis was completed by the returned generator. Proper functionality of the pulse generator and its ability to provide appropriate programmed output currents was verified. The device was continuously monitored for 25 hours and the programmed output current measured within expected limits and showed no signs of variation. Diagnostic values were as expected for the programmed settings. There were no adverse functional, mechanical or visual issues identified with the returned generator. No further relevant information has been received to date.

Event description:
The generator was received by the manufacturer for product analysis; however, product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced prophylactically. The suspect product has not been received by the manufacturer for product analysis to date. No further relevant information has been received to date.

Event description:
It was reported that the patient experienced intermittent chest and throat tightness. The physician assessed the tightness may be related to a "malfunction of the device" however, there was no indication that the device was malfunctioning to date. The physician indicated that the generator heartbeat detection was "significantly off" from a pulse ox on the patient's finger. The patient's auto-stimulation feature was disabled and the patient reportedly no longer experienced the reported adverse events. The physician reportedly referred the patient for generator replacement due to the adverse events. It was reported that the representative went through heartbeat detection troubleshooting with the patient's nurse practitioner; however, no further relevant information has been received to date. The patient indicated wanting a new generator. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.